Event description:
A ventilator was returned to a third party service center with an allegation the device was sounding a low expiratory pressure alarm. The device was not in patient use. The ventilator was evaluated at the third party service center and the customer's complaint was confirmed. The device's software was reloaded to address the issue.